Event description:
An occlusion alarm was reported. The blood glucose (bg) level was displayed as "high," but the specific value was unknown. The customer administered a correction injection via mdi to address the bg and ultimately went to the emergency room (ER). Reportedly, the customer fell and had to receives staples to close a laceration on their head. Customer declined to provide any additional information regarding the ER visit. The customer was discharged later that day, 6/12/2025.